Event description:
Report received of an over-delivery of medication via an epidural infusion. The customer contact reported that the pump was being used for an epidural infusion to deliver fentanyl 1.25mg with bupivicaine 0.75% - 20.8ml in sodium chloride for a total volume in the bag of 250ml. The pump was set in the continuous plus bolus mode to deliver at 10ml/hour with a bolus dose of 2.0ml every 30 minutes with 2 boluses allowed per hour. It was reported to the customer contact from the nursing unit that the pump over-delivered by 19.4ml. There was no reported adverse event with the pt and no reported medical interventions were required. According to the customer contact, the tubing used with the pump will be returned, although the list/lot numbers are unknown. Though requested, no further info was available.